Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose value was 261 mg/dl at the time of the incident and the current blood glucose was 161 mg/dl. The customer¿s pump was blank and had high blood glucose was 260 mg/dl. The customer stated the display was not blank less 30 seconds. The customer stated display was blank currently. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s instruction until new battery cap arrives. The insulin pump will not be returned for analysis.